Manufacturer narrative:
Pod data indicated that there was no struggle to deliver insulin. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. A leak on the external portion of the cannula was observed. It could not be determined when or how this damage took place.

Event description:
It was reported the patients blood glucose level rose to 600 mg/dl while wearing the pod between 4 and 24 hours. The pod was leaking insulin from the infusion site (arm). As treatment, a new pod was applied.